Event description:
It was reported the patient experienced stimulation in the wrong location, he felt it in his penis instead of his anus where he usually felt it. It was stated the patient still felt stimulation when the device was turned off. It was noted this had been going on for a couple days prior to report. It was also stated the patient had not really noticed any changes in symptoms, and still felt he has to urinate a lot ¿but there was a lot of urine there to urinate.¿ before the implantable neurostimulator (ins) the patient felt like he had to urinate but there would be nothing there. The day prior to report the patient turned off stimulation but could still feel stimulation for six hours afterwards. Reportedly, the patient tried switching programs and it was still occurring, he also tried shutting stimulation off the day of report at 6:00am and was still feeling stimulation. It was stated he even tried turning the voltage down to 0.1v to make sure the stimulation off button was just not working right but he was still feeling the vibration. The patient tried to do walking during the day and when he started walking the stimulation ¿really increased in intensity.¿ it was confirmed the patient shutting stimulation off with the programmer and the lightning bolt was not in the top left icon. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v484657, implanted: (B)(6) 2010, product type lead. (B)(4).